Event description:
It has been reported to philips that the device has multiple faults over short period of time resulting in a loss of clinical confidence in their allura xper fd20. They have had to abandon a procedure mid-way through and cancel patients who have travelled from other hospitals as they provide a regional service with this system. There was no reported patient or user harm.

Manufacturer narrative:
Philips investigated this complaint. The issue reported was customer losing clinical confidence to use this system due to receiving multiple faults with the device. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. All the issues with this device were resolved, device was operational and there has been no further faults. Based on the investigation results, philips concludes that the complaint is not reportable.